Manufacturer narrative:
Correction: it was noted during an internal review that the factory did not provide the aware date - 07/03/2017 for the initial submission. The initial submission was submitted without an aware date. Not providing the date was an error on the factory's behalf and this follow-up medwatch serves to correct the error. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Maquet sas became aware of an incident with surgical light powerled device. It was stated that the light¿s orange handle ring has cracked. There was no patient involved. It was established that when the event occurred, the light-head did not meet its specification and it contributed to incident. In the time when the event occurred the device was being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has never lead to serious injury or worse. The main probable root cause is a radial force applied on the handle. Although a handle is centered into the cupola, an excessive radial force and especially a collision with another heavy object or device could have weakened and damaged the interface handle at this location. What is more, every user need to daily check the sterilizable handle if it clicks and locks correctly. If not, it needs a replacement (according the powerled user manual 01581en ed. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided after investigation result.

Event description:
On the (B)(6) maquest (B)(4) became aware of an incident with the powerled surgical light. The customer stated that the light¿s orange handle ring has cracked. No patient involvement was reported. There was no information if the crack occurred during or before the surgery therefore we decided to report this malfunction in abundance of caution.  According the received pictures, the orange handle ring was cracked in the screw attachment. Manufacturer reference number (B)(4).